Event description:
Patient arrived in clinic at 1325. Pump was beeping and stated, "no disposable, pump won't run" there was still 6.0 ml left in the reservoir. Attempted to troubleshoot and called infusystem to trouble shoot with no luck of getting pump to continue running. According to user operation manual recurring error code as above requires pump to be sent back to manufacturer for assessment. Pump s/n (B)(6). Cadd pump.